Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
It was reported a motor stall had been confirmed in the event logs and no motor stall recovery was recorded. It was noted, the pump has had multiple stalls over the last few days. The log showed the most recent stall was on 2014 (B)(6) at 9:46 and there was no recovery listed. It was further reported the healthcare provider (hcp) stated there was no pop-up message indicating a motor stall and under the alarm tab there was no option to silence the alarm. It was noted, the patient had heard the alarm for the other stalls, but it was not currently alarming. It was further reported, the hcp elected to program a bolus for the patient because the patient had been having some increased pain. The hcp was going to see how the patient was after the bolus and go from there. The pump was being used to deliver dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.